Manufacturer narrative:
The thermogard xp ivtm console was evaluated and serviced at the customer site by zoll technical service. The reported complaint of a smoke coming from the thermogard system display head was confirmed during visual testing. The root cause of the reported issue was due to damaged display fan. The fan was replaced to remedy the fault. During analysis of the event log, no issues were observed. After repair, the unit has passed all the final testing and meet all the manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system (B)(4).

Event description:
During the device check, the customer reported to observe a smoke coming from the thermogard system display head. The console is not functional. No patient involvement.